Event description:
The customer reported that his blood glucose went up 400-600mg/dl. The customer went to the emergency room with high blood glucose over 600mg/dl. The customer's blood glucose was treated with saline solution, and he was released when his glucose level began to drop. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.